Manufacturer narrative:
The passed displacement, rewind, basic occlusion and prime tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device, and it passed. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
It was reported the insulin pump alarmed motor error during manual prime. Customer's blood glucose was 105 mg/dl. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.